Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 10x3.5mm, concentric, de novo target lesion containing a bend between 45 and 90 degrees was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 3.50x12mm promus element drug-eluting stent was advanced to the lesion. However, it was noted that the proximal portion of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent strut damage on the first two rows, distorted and lifted outwards from the stent profile. It is likely the crimped stent may have encountered resistance & subsequent damage during advancement attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 10x3.5mm, concentric, de novo target lesion containing a bend between 45 and 90 degrees was located in the moderately tortuous and mildly calcified right coronary artery (rca). A 3.50x12mm promus element ¿ drug-eluting stent was advanced to the lesion. However, it was noted that the proximal portion of the stent was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.